Event description:
It was reported that a spectrum pump alarmed downstream occlusion occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an downstream occlusion occurred. A review of the event history log revealed multiple downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be an out of specification and failed calibration downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.